Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that during use on a patient, the device turned off and did not boot. No injury reported.

Manufacturer narrative:
For the investigation the replaced processor board, which was manufactured in 2011, was analysed. The root cause for the described not booting software was found to be a problem at an electronic part, which supervises some output voltage at the processor board. In the consequence the main processor of the processor board does not start and remains in reset operation. As described by the user and documented in the IFU, an independent, continuous alarm tone (approx. 30 s) is generated. Manual ventilation remains possible. After replacing the processor board the device was tested according to manufacturer's specification. No further issues were reported since then. This case is rated as an isolated one. Therefore the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on a patient, the device turned off and did not boot. No injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that during use on a patient, the device turned off and did not boot.no injury reported.